Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection of the device pocket. Vegetation was noted on the leads. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.